Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a damaged device received an error for pressure disc insertion. No patient involvement was noted.

Manufacturer narrative:
Additional information: d10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/06/2013 to the present date 12/07/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that a damaged device received an error for pressure disc insertion. No patient involvement was noted.